Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was confirmed. As received the monitor was intermittently resetting. The cause of the failure was isolated to a defective u104 pxa processor. The root cause of the defective processor was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was resetting.